Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they were hospitalized with a blood glucose level of blood glucose of 600 mg/dl. The customer did not provide the time and date of the hospitalization. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer did not troubleshoot and did not send the product back for analysis.